Manufacturer narrative:
Follow up information (breakage questionnaire) received on 01-nov-2016 from physician: the patient was (B)(6) at time of the insertion procedure. On (B)(6) 2012, essure was inserted. The lot numbers used were 846828 and 927084 (single device). Two devices were used in the right tube, the initial one (second device of lot 846828) bent while trying to insert and it was an unsuccessful placement; then a single device of lot 927084 was successfully placed in the right tube according to instructions for use. On (B)(6) 2013, the confirmation test (hysterosalpingogram), which was delayed due to patient rescheduling, was performed and diagnosed the essure breakage. Physician reported that it was unclear what broke; the inner coil of right essure implant was expelled into peritoneal cavity, and the expanded outer coil remained in the right tube. Inner coil appeared to be separated from outer coil. The device breakage was also diagnosed on (B)(6) 2015 at time of incidental hip x-ray. Essure was not removed, it was not medically necessary to remove it. The patient had no injury and breakage could not lead to a serious injury; the physician discussed with radiologist and they think the likelihood of injury or serious sequelae was low. Both tubes were confirmed to be occluded despite the issue at hand. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and 5 months later hysterosalpingogram (hsg) showed that right outer coil was located in cornua and the inner coil was expelled in peritoneal cavity. An x-ray performed 3 years later showed it did not look like essure was in proper place/it had migrated (location of the outer and inner coil was stable compared to the first hsg). These events were interpreted as device dislocation and device breakage. In addition, the right essure coil bent during an unsuccessful insertion attempt and, after insertion, the patient experienced some discomfort for longer than expected. The device dislocation is serious due to medical importance, while the other events are non-serious. All events are anticipated in the reference safety information of essure. The exact mechanism of the dislocation on right side is not known. The difficulty during the first insertion attempt on right side could have contributed to the occurrence of this event. The possibility of a fallopian tube perforation cannot be excluded (related) and therefore this case was classified as incident. Regarding the device breakage, given the nature of this event, causality with essure cannot be excluded (related). The quality-safety investigation concluded that a product quality defect could not be confirmed but was considered plausible, thus a relationship with the reported medical events cannot be totally excluded. A review of similar cases for the used batch did not identify similar adverse event cases.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("did not look like essure was in proper place / it had migrated/outer coil was located in cornua and the inner coil was expelled in peritoneal cavity") in a (B)(6) year old female patient who had essure (batch no. 927084 and 846828) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "essure # 1 bent while trying to insert/unsuccessful" on (B)(6) 2012. The patient's past medical history included multigravida, parity 2 and spontaneous abortion. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included overweight. In (B)(6) 2012, 1 day before insertion of essure, the patient experienced post procedural discomfort ("post 2 weeks later still more discomfort than expected"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and device breakage ("the outer coil expanded within the cornua, and expulsion of inner coil and distal marker of outer coil occurred"). Essure treatment was not changed. At the time of the report, the device dislocation and device breakage outcome was unknown and the post procedural discomfort had resolved. The reporter provided no causality assessment for device breakage, device dislocation and post procedural discomfort with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Lot number: 927084 manufacturing, date: 2011/12, expiration date:2014/12. Lot number: 846828 manufacturing, date: 2011/03, expiration date:2014/03. Quality-safety evaluation of ptc: we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no similar adverse event cases identified. Most recent follow-up information incorporated above includes: on 4-jul-2017: quality-safety evaluation of product technical complaint. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a physician in united states on 30-mar-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for contraception. It was reported that in (B)(6) 2015, patient went for abdominal x-ray for a situation not related to essure and they told her that it did not look like essure was in proper place; it had migrated. Hsg was done on an unspecified date and result was not reported. Essure was not removed. Follow up 06-may-2016: quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Follow-up received on 11-may-2016: uterine/tubal perforation with essure questionnaire was received. Information received from physician states that a (B)(6) female patient who has as previous pregnancies gravida 3, para 2, 1 spontaneous abortion, and no ectopics, c-sections or voluntary pregnancy termination and has previous ius/iud as previous gynecological interventions; had essure inserted on (B)(6) 2012. Insertion was performed during patient's follicular phase and her first day of last menstrual period before insertion was (B)(6) 2012. Her last delivery was not a c-section and she was not breast-feeding at the time of insertion. According to health care professional, there were no abnormal uterine findings prior to insertion. Cervical dilatation and sounding were applied during placement. Physician considered the insertion easy as well as the bilaterally visualization of tubal ostia. It was a successful and unremarkable placement (4 coils on right and 4 coils on left). Patient tolerated the procedure well and there was no fluid loss more than 1500cc during procedure and it did not take more than 20 minutes. There were no complaints immediately after insertion. 2 weeks postoperative, patient was still presenting more discomfort than expected (7 days instead of 4) but otherwise she was doing well. On (B)(6) 2013, hysterosalpingogram (hsg) was performed and showed that essure on left was in correct position and tube was occluded. However, the right essure outer coil was located in cornua and the inner coil was expelled in peritoneal cavity (outer coil was in cornua and inner coil and distal outer marker were expelled). Health care professional also informed that outer coil expanded within the cornua, and expulsion of inner coil and distal marker of outer coil occurred, which overlied the left sacrum. Additionally, reporter informed that patient did not present any symptom and states that incorrect position was identified at the time of essure confirmation test. Tubal occlusion was not confirmed on the first test and patient was advised to not utilize for contraception (use back-up contraception). Patient was called on (B)(6) 2013 to repeat the hsg but she never completed the test at that time. On (B)(6) 2015, malposition placement of essure (right) was incidentally noted on x-ray. (B)(6) 2015, a second hsg was performed to follow-up on first test due to no ideal placement. Occlusion was confirmed and patient was advised to rely on essure based on the result of confirmation test. In addition, health care professional informed that, location of outer and inner coil are stable/unchanged from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2015, computed tomography was performed (no result was provided). Essure was not removed and there were no pathology results, signs of infection or inflammation. Patient is stable with current status. Perforation questionnaire received on 27-jul-2016 essure was inserted on (B)(6) 2012 with lot number 927084 (expiration dec-2014). Quality safety evaluation received on 25-aug-2016: ptc global number (B)(4). Lot number 927084, manufacturing date dec-2011, expiration date dec-2014. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no similar adverse event cases identified. Company causality comment: this spontaneous and medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and three years later, during a x-ray due to another reason, it did not look like essure was in proper place; it had migrated. According to follow up information, hsg showed that outer coil was located in cornua and the inner coil was expelled in peritoneal cavity. In addition, the outer coil expanded within the cornua, and expulsion of inner coil and distal marker of outer coil occurred (seen as device breakage after product technical analysis). The event did not look like essure was in proper place / it had migrated/outer coil was located in cornua and the inner coil was expelled in peritoneal cavity, seen as device dislocation, is serious due to medical importance while other event is non-serious. Both are listed in the reference safety information for essure. Although the exact mechanism of this dislocation is not known, the possibility of fallopian tube perforation cannot be excluded and therefore this case is regarded as incident. Regarding event the outer coil expanded within the cornua, and expulsion of inner coil and distal marker of outer coil occurred it was considered a device breakage. Given nature of event causality cannot be excluded. The product technical investigation concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Further information is expected.